Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that when the arterial catheter was removed, a portion of the catheter remained in the pts' artery and could not be retrieved. The pt was taken to the operating room two days later to have the piece removed. Additional info received on 09/07/2010 from the risk management dept stated both the ra-04020 and ak-04510 were used on the pt and they are unsure as to which catheter was retained. The piece was completely removed from the pt during surgery. There was no delay in treatment, no pt death and no complications reported.